Event description:
The patient was undergoing a medical procedure using an indigo system cat 5 aspiration catheter. The physician attempted to advance a cat 5 into the crosscut valve without using the peel-away sheath. The cat 5 became kinked upon advancing and was noticed while inserting a separator inside it. The cat 5 was removed and the procedure continued successfully using a new cat 5.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the cat5 was kinked approximately 1.0 cm from the distal tip. There was a peel away sheath on the proximal shaft of the cat5. Conclusion: the complaint has been evaluated. The complaint indicates that the cat5 was inserted through a crosscut valve sheath without using the peel away sheath and the distal tip of the catheter was kinked. Evaluation of the returned product confirmed damage to the distal tip of the catheter; however, the returned condition of the device was inconsistent with the description of the complaint. The complaint states that the peel away sheath was not used; however, the catheter was returned with a peel away sheath at the proximal end of the device. When used properly, the peel away sheath is used to protect the device during insertion into the patient and is placed on the distal tip of the catheter then peeled away and removed once the catheter is inserted into the cross cut valve. The peel away sheath returned with this catheter was at the proximal end of the catheter which is inconsistent with proper use of the peel away sheath. Therefore, it is likely that the sheath was improperly placed on the catheter and the tip of the catheter was mishandled causing the issue noted in the complaint. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.